Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced two infusion set cannulas were kinked within 3 hours of insertion on 24/apr/2024. The infusion set was inserted at abdomen. The customer's blood glucose at time issue noticed was 580 mg/dl. The patient received correction injection via multiple daily injection (mdi). The customer did not test for ketones. The customer regularly rotates site location. The customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.